Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being unstable. The surgeon felt he needed to go back and replace the cup, the stem was kept.